Event description:
In 2009, the pt reported that he experienced elevated blood glucose with the last 30-35 units of his insulin cartridge for the past 6 months. He stated that his blood glucose will not decrease until he changes the insulin cartridge. He stated that he changes the insulin cartridge and infusion site every 6 days, and he changes the infusion tubing with every other cartridge change. He was educated on the proper usage of the accessories. He stated that he has used his abdomen as an infusion site for 15 years and he may have scar tissue. He stated that one month ago, he began changing the insulin cartridge more frequently and he has not experienced elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.